Event description:
As reported, approximately 17 years post op initial right tha, this female patient was revised due to pain. Cup was removed. Competitors acetabular component implanted. No issues with surgery. Explants not available. Product not returning - explants not available. No other information provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 874746 118-01-02 - p-series pf plasma collarless sz 2 12/14. 678566 120-01-54 - acumatch cluster cup porous coated 54mm. 885625 120-65-20 - bone screw 6.5mm dia x 20mm long. 702937 148-32-00 - 12/14 zirconia head 32mm +0mm neck.

Manufacturer narrative:
Section h10: (h3) the most likely underlying cause for the revision reported is a combination of risk factors specified in an hhe and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code and problem code.